Event description:
On (B)(6) 2012, the site contacted agfa to request a rmat (results management tool) change. On (B)(6) 2012, while performing a clinical assesment of the customization request, an agfa cardiology clinical reporting specialist became aware and realized the change request was more than just customization, but that there were incorrect sentences contained by default within the impax cv results management (rm) niv module. Specifically, the clinical sentence used to describe a "left internal carotid artery (lica)" via the "carotid duplex/left plaque/lica morph" finding 'calcified' contained the wording "left common carotid." This led to incorrect clinical findings displayed on the printed representation of the reports, based on the incorrect wording of the structured data. Investigation revealed the impax cv results management (rm) niv module contained by default, incorrect sentences for the specific sections identified above. There was no patient harm or impact reported for this event. Agfa corrected the incorrect sentences and verified the corrections in the customer's test environment. Agfa is currently awaiting the customer to schedule time to make changes in their production environment. A supplemental report will be submitted once the changes are implemented in this customer's production environment. Agfa reported a correction to the FDA on july 10, 2012 and will correct the impax cv reporting niv module at affected sites identified as having the niv reporting package installed. All sites will be corrected using the rmat post-market verification process. The FDA registration number for this report of correction is 1225058-07-10-2012-003-c (FDA recall # z-2069-12) and updates for this correction will be submitted via the part 806 - reports of corrections and removals for the expanded customer sites.